Event description:
It was reported by the customer that during an unk procedure, the device was not firing correctly. No additional info is available. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Malformed clip. Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed 1 clip with gap, and 3 conforming clips. A corrective action has been initiated to address the root cause of the clips with gap issues. In addition the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.